Event description:
It was reported that on (B)(6) 2014, the 2.5x20mm nc trek balloon dilatation catheter (bdc) was successfully used without any reported device or procedure issues. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. However, it was later noted that the device was used past its labeled expiration date (B)(6) 2014. There was no additional information provided.

Manufacturer narrative:
(B)(4) - use after expiration. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. Additionally, it should be noted that the nc trek instructions for use (IFU)states: note the use by date specified on the package.